Event description:
The mother of the patient reported that her son has been receiving 04 (occlusion) errors in his insulin infusion device. He has been receiving the 04 errors when he boluses. The mother also stated that her son's blood glucose has been over 500 mg/dl. The patient was able to lower his elevated blood glucose with correction boluses and injection therapy. No symptoms were provided. It was also discovered during the troubleshooting call that her son's temporary basal rate and been changed, and there is possible scar tissue information at his infusion site area. The mother was educated on what could cause scar tissue. The mother stated her son's blood glucose returned back to normal. No medical attention was necessary. The product is not being returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.